Event description:
During an in-clinic follow-up, diagnostic imaging was performed and confirmed the dislodgment on the right ventricular (rv) lead. During a repositioning procedure, it was not possible to retract the rv helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil.